Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 47 mg/dl at the time of incident. Customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode of insulin pump. Customer did not allege that the insulin pump was over delivering. Customer stated that the insulin was dripping from end of infusion set before connecting at their site. The insulin pump will not be returned for analysis.